Event description:
It was reported that during the implant procedure, the helix did not extend. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. The distal conductor was blood/body fluid (not obstructed). There was blood in/on helix/lobe mechanism (sleeve head). It was noted the helix will not extend at this time due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated. It cannot be determined at this time if this contributed to the inability of the helix to function correctly at the implant/explant attempt.